Manufacturer narrative:
Physio-control further evaluated the device and observed that the therapy connector did not have a proper connection. Physio-control replaced the device's therapy connector. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control evaluated the removed therapy connector and determined that the cause of the reported issue was due to the main connector, pin 1, having a broken pin stuck in the socket.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device didn't recognize a connection with the electrodes when they used it on a patient. In addition, it would not switch to AED mode. A back-up device was used to continue treatment of the patient. During device evaluation, physio-control observed that the device did not recognize the therapy cable or hard paddles being connected. There was patient use associated with the reported event however, there was no adverse patient outcome.